Event description:
A call was rec'd by the MFR from the user facility that the weld on the ceiling-suspended power column distance tube broke causing the service column and equipment to fall to the floor. The injured surgery technician was the only person in the room at the time and was positioning the equipment at the time it fell. The employee was taken to the emergency dept and rec'd a full battery of tests. The only injury to technician was a scrape on the hand. During the follow-up service by the MFR, the broken tube and replaced as well as similar tubes on the other seven power columns in the operating rooms. The tubes were returned to the MFR for investigation.